Event description:
It was reported that the bd alaris smartsite low sorbing extension set experienced leakage. The following information was provided by the initial reporter: when the nurse was priming the tubing with n/s a leak was noted in the tubing directly above the filter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing extension set experienced leakage. The following information was provided by the initial reporter: when the nurse was priming the tubing with n/s a leak was noted in the tubing directly above the filter.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 27-may-2022. H.6. Investigation summary: the customer reported leakage above the filter and returned one used sample. The sample was separated at the inlet of the filter, and the complaint is verified. The inlet of the filter and tubing connection was broken and snapped off. Analysis under the microscope shows there are stress marks on the tubing, and excessive force seems to have been applied to the connection. The root cause could not be found as several things could have broke the tubing off, so root cause unknown. A device history record review for model 20350e lot number 20056581 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.